Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 test kit for multiple patients performed on an unknown date. Confirmatory pcr testing was performed on an unknown date which generated a negative result. The customer stated that the patients were symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 test kit for multiple patients performed on an unknown date. Confirmatory pcr testing was performed on an unknown date which generated a negative result. The customer stated that the patients were symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.